Event description:
A crew arrived on scene of a person described as in cardiac arrest. This person had been down and unassisted for an unk period of time. The pt was diagnosed in ventricular fibrillation. Reportedly, the device prompted connect electrodes when an attempt was made to initiate defibrillator charge. CPR was continued while the pt was transported to the hosp.

Manufacturer narrative:
Other the local factory service representative verified the reported device failure. The representative determined root cause to be the therapy cable used with the device.